Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There was no allegation or suggestion of a device malfunction.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2016 after experiencing a treatment event. It was reported that the patient was found in his driveway and that an ambulance was called and resuscitation efforts were made. A review of the event revealed that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received one treatment on (B)(6) 2016. The patient experienced a ventricular fibrillation (vf) arrhythmia which self-converted to bradycardia. The patient was treated inappropriately at 12:08:41 with a pre and post-shock rhythm of bradycardia at 50 beats per minute (bpm). Auto-conversion of the arrhythmia prior to the treatment shock contributed to the false detection. At 12:49:25 the patient was in bradycardia at 25 bpm with CPR artifact and the electrode belt was disconnected at 12:50:09.